Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 95.6mm diameter abdominal aortic aneurysm. The patients right iliac diameter measured between 12.6-14.2mm and their left iliac diameter measured 9.4mm. It was reported that during the index procedure after guide wire access, some difficulties were encountered advancing the endurant bifurcated device via the right iliac artery. The device was removed, and the vessel was dilated via a 16 fr sheath with an obturator in place; however, the physician was still unable to advance the device and so had to repeat the dilation with an 18fr sheath and obturator. The physician was now able to advance the device but had difficulty controlling the device due to angulation and tortuosity of the vessels. The physician noted that the device kept "riding up"; however, the deployment was completed successfully. The ipsilateral limb deployment was also completed at this time. It was noted that during the sheath injection to measure the limb length, the physician witnessed extravasation and needed to extend the limb out past the hypogastric artery. It was noted by the physician that the iliac was ruptured and that the limbs were deployed with no issue. As per the physician, the cause of the event is related to patient anatomy due to tortuosity of the iliac vessels. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary; the exact cause of the device positioning and deployment difficulties, and the iliac artery rupture, could not be determined from the pre-implant films provided. Films during implant and post-implant images were not available for review. A returned pre-implant 3d-CT film report revealed that the patient had extremely tortuous aortic and iliac artery anatomy. The proximal neck was conical shaped ranging in diameter from 24 ¿ 30mm, short (10mm), and the infrarenal neck contained 2-90deg acute bends. Both iliac arteries were calcified and severely tortuous. The left common iliac appeared more tortuous and shorter than the right side; the films noted that may need to cover the left hypo to get a seal. It appears likely that the tortuous and calcified anatomy contributed to the reported events at implant. If information is provided in the future, a supplemental report will be issued.